Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported pieces of pledget came out of her vaginal cavity several days after her period ended. She believed it was abnormal discharge and saw her doctor who confirmed it was pieces of pledget. Her doctor then removed a remaining piece of pledget from her vaginal cavity. She did not receive any additional medical treatment and did not experience any adverse health effects.